Event description:
It was reported that the footswitch sometimes works and sometimes not. There was no patient consequence. The customer determined there was a broken wire in theblack footswitch cable.